Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 and release on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer stated infusion set cannula was bent. Customer stated insulin pump battery cap was lost and also had low battery alert. Customer declined troubleshooting. The insulin pump will not be returned for analysis.